Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, when the surgical technician was hooking up the pre-case, the unit self-activated the monopolar coag when the rem pad was plugged in. The unit was sent to the site biomed for evaluation and the unit gave an error code 194. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. The visual inspection found the bottom of the chassis bowed slightly on the power switch side. The front panel was also found broken on the bottom (power switch side). The customer reported that during testing, the device had a self activated error code 194. The reported condition that the generator produced an error code 194 was verified through information found stored in memory; however, this reported condition was never duplicated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.